Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found that the power failure was due to a printed circuit board failure. Additional findings: another circuit board failure caused a no-image output issue. The investigation is ongoing. Upon its completion, a supplemental report will be submitted.

Event description:
The olympus distributor reported (on behalf of the customer) that the high definition lcd monitor power goes out 10 to 20 minutes after turning it on. The issue was found during preparation for use before a diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.